Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-58241 is a concomitant. Please refer to manufacturer report number 2016493-2021-58234, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pcu alarmed with a message "channel disconnected channel(s) have either been disconnected while in operation, or have a non-recoverable error. Press confirm". The issue occurred after patient went for a walk. There was patient involvement but no harm. It was then reported by the hospital's biomed that they have checked the pcu and pump modules and have not found anything wrong, however, they were able to recreate the problem when detaching one of the channels.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu alarmed with a message "channel disconnected channel(s) have either been disconnected while in operation, or have a non-recoverable error. Press confirm". The issue occurred after patient went for a walk. There was patient involvement but no harm. It was then reported by the hospital's biomed that they have checked the pcu and pump modules and have not found anything wrong, however, they were able to recreate the problem when detaching one of the channels.